Manufacturer narrative:
The instrument reached its end-of-life and was replaced. The instrument and the instrument data are not available for evaluation.

Event description:
Discordant, falsely low third generation prostate specific antigen (sps) results were obtained on a patient sample on an immulite 2500 instrument during dilution. One discordant result was reported to the physician(s). It is unknown if the physician(s) questioned the result or if a corrected report was issued. There were no reports of patient intervention or adverse health consequences due to the discordant sps results.